Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy and a bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, urinary problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and bilateral salpingo-oophorectomy; due to stress urinary incontinence and pelvic organ prolapse.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat update post menopausal bleeding with previous history of adenomatous hyperplasia.